Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/05/2019. The manufacturer's field service engineer (fse) confirmed the reported issue. However, it was noted that the cooling fan issue was not confirmed. No malfunction was observed. The manufacturer's field service engineer (fse) replaced the defective power management board, top cover, and foot to address the reported problems. The unit successfully passed the required performance verification test.

Event description:
The customer reported ventilator inoperable, blower malfunction, power 15v error, top cover damaged, cooling fan issue, and foot damaged. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.